Event description:
Pump declared an altitude alarm, but there was no adverse impact to the customer's blood glucose level. The customer's insulin was suspended due to the altitude alarm condition, and it was found that the speaker holes on the back of the pump were obstructed. Technical support instructed the customer to remove the obstruction, clean the speaker holes, and reset the pump by removing and reconnecting the cartridge, after which the pump resumed normal operation. Additional tips for preventing altitude alarms were provided and acknowledged by the customer.